Event description:
It was reported that an asymptomatic patient presented via merlin.net. Review of the transmission revealed high atrial impedance measurements and noise on the pulse generator. The patient was brought to the clinic; noise could not be reproduced with pocket manipulation or isometrics. The device was removed from the pocket, the leads were tested with the analyzer and normal parameters were noted; a connection issue was suspected. The device was explanted and replaced without any adverse consequence to the patient. All electrical parameters were normal with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun